Event description:
Boston scientific (bsc) crm received information that this right ventricular (rv) lead was explanted one month post implant due to high thresholds. A new rv lead was successfully implanted. No adverse patient effects were reported.